Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) with dilation for radiation structure procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon burst when the balloon was inflated at the recommended atmospheric pressure. Resultingly, a perforation occurred and was treated with a non-bsc clip. The physician commented that the balloon was not believed to be the cause of the perforation, though it was not specified what the cause was believed to be. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.